Event description:
The customer reported a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier was replaced. The system was then found to be operating as intended.